Manufacturer narrative:
The user-reported issue was confirmed. The pump was found to have a malfunctioning ac/dc light and failed to power on. The pump was also found to have a keypad issue and a battery outside of warranty; neither of these issues was related to the complaint. The pump was repaired and tested to meet full specification on 03/02/2017.

Event description:
The user reported that the green led light (ac/dc light) was flickering when the pump was plugged in. No patient injury or harm occurred for this complaint.